Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
The device referenced in this report has not been returned to olympus medical systems corp., but was returned to olympus (B)(4). The subject device was sent to an independent laboratory, and the culture test was conducted. Bacillus spp was detected 3ufc/100ml from the instrument channel. The aspiration channel and the air/water channel were also tested, but no microorganisms were detected. The culture test result cleared the (B)(6) regulation. The manufacturing record of the subject device was reviewed with no irregularity relating to the phenomenon. The exact cause of the event could not be conclusively determined at this moment.

Event description:
Olympus was informed that the subject device was tested positive for klebsiella pneumoniae (>100ufc/100ml) from the instrument channel, escherichia coli and klebsiella pneumoniae (>100ufc/100ml) from the aspiration and the air/water channel, when the user facility conducted a routine microbiological test. There was no report of patient infection associated with this report.